Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue. The blower motor was returned to the manufacturer's product investigation laboratory and the root cause of the failure is due to contamination of a black foreign substance.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs to be replaced to address the issue.